Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during a site visit by bd representatives, the customer reported an issue with regards to that battery being depleted during use. The patient was transported to CT scan and so the alaris system was unplugged for transport. The patient had to wait for CT procedure. However when returning to the patient room, the alaris system was not plugged back in which resulted eventually in a depleted battery. There was patient involvement but impact was unknown. Additional information was provided by the customer and stated that the issue was due to "user error". Although requested, further information was not provided.

Manufacturer narrative:
Omit: a0705 - battery problem (2885), g02002 - battery. Additional information: imdrf annex a and g codes.

Event description:
It was reported that during a site visit by bd representatives, the customer reported an issue with regards to that battery being depleted during use. The patient was transported to CT scan and so the alaris system was unplugged for transport. The patient had to wait for CT procedure. However when returning to the patient room, the alaris system was not plugged back in which resulted eventually in a depleted battery. There was patient involvement but impact was unknown. Additional information was provided by the customer and stated that the issue was due to "user error". Although requested, further information was not provided.